Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr4080 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refr4080) have been reported from the same facility in (B)(6).

Event description:
It was reported that cancer patient bought huber plus from pharmacy and brought to the oncology unit. Staff nurse opened the huber plus and prime the needle from main hub but did not prime from y-site. She inserted needle to chemoport and connected luer lock syringe contained 10ml of normal saline to main hub. She infused with 10ml normal saline and saw saline leaked and spilled from y-site. She stopped the procedure and informed head of nurse immediately. Oncology staff nurse opened a new huber plus needle that bought by patient and it had the same leakage problem. Oncology staff nurse opened another huber plus needle bought by patient to continue procedure. Cancer patient is fine. This report addresses the second needle used.